Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners patient reported that their aligners fit tight and are causing gum issue. They have a hard time removing them and have used the tool to remove the aligners. The tool has cut their gums and lip and has caused sore spot. Request additional information and for patient follow up.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.